Event description:
It was reported to philips that the customer is requesting for the unit to be repaired by the bench service. The reason for the return was undisclosed. There was no reported patient involvement.